Event description:
It was reported that pump displayed malfunction code 12 with associated fault ID and that no notable events occurred prior to the malfunction. There was no reported impact to the customer¿s blood glucose level, as the caller declined to provide related information. Customer contacted technical support, was guided through pump reset steps, and was advised that pump would be replaced under warranty; customer planned to use multiple daily injections as backup therapy, was instructed to put pump into storage mode before return, to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and to return problematic pump using prepaid label within 10 days, all of which customer understood and acknowledged.